Manufacturer narrative:
H2: corrected data on: h6 (investigation conclusions).

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy, two (2) blade inner part detached from the tip and it stopped turning, nothing fell inside the patient. The procedure was completed using a s+n back up device. There was a delay of 2-3 minutes. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported devices were not received, however, 6 devices returned for evaluation. A visual inspection of the returned devices found that six unopened devices were returned. The packaging shows no signs of damage. Three were opened and no issues were found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include application of unintended inappropriate or excessive force during side loading. Based on this investigation, the need for corrective action is not indicated